Manufacturer narrative:
(B)(4).

Event description:
The patient¿s mother reported a sensor wire fracture, date unknown, but indicated it was two years ago. The patient had ultrasounds and the wire is still reported to be in the muscle tissue of his arm. It is unknown if the wire broke into pieces or only detached from the sensor and was retained as a whole piece. The sensor was inserted into the arm which is off label usage of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.